Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that he changed the battery to an energizer alkaline battery, and got an error so he put another battery in, and got a battery message. He took that battery out. The customer reported he had not taken his blood glucose today, but night before it was 180 mg/dl. During blank display troubleshoot, the customer put a new battery in, and the caller got the battery out limit. The insulin pump will not be returned for analysis.